Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lilp, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a loose and shifted end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the top hand corner and across the screen. Customer's blood glucose reading at the time of the call was 7.5 mmol/l. No further information reported.